Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = black. Customer returned pump for an alleged no delivery alarm on (B)(6) /2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected delivery anomaly noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with a scratched case. Normal bolus delivered on (B)(6) 2021 09:11:26.000 normalbolusdelivered, normalbolusamountprogrammed = 12.7. Bolusamountdelivered = 12.7, (B)(6) 2021 19:03:46.000 normalbolusdelivered, normalbolusamountprogrammed = 11.8. Bolusamountdelivered = 11.8. In summary, customer alleged no delivery not confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.